Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner are cutting their cheek. The cuts have not healed since the aligner rest against their cheek. Provided warm water tip to help with cheek discomfort, fit tips and requested updated photo and if tips worked to relieve discomfort.